Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with the insulin pump's bolus wizard set-up and also mentioned that they experienced a high blood glucose level of 400mg/dl at the time of the incident. The customer was successfully assisted with manual bolus and declined to troubleshoot the high blood glucose level. The product will not be returned for analysis.